Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number r4186w, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, device didn¿t saw the tissue. Procedure completed by the physician having to saw tissue manually. The surgery was delayed about 40 minutes because the physician must complete surgery with sutures. No specific consequences reported.